Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ catheter tip syringe plunger became stiff and difficult to push after several uses. The following information was provided by the initial reporter, translated from dutch: "description of incident: we use it with water. Is for my grandfather who can't drink. So we do it via syringe. "After few uses it runs stiff". Was there an alleged injury or harm to the user or patient (please provide detailed information): no".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 02jul2023. H6: investigation summary samples and photos received by our quality team for investigation. Upon visual evaluation, no defects or damage observed. Further evaluation was performed, break out force and sustaining force, the plunger moved normal. A device history review was performed for the reported lot 2302007 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2302007 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd plastipak¿ catheter tip syringe plunger became stiff and difficult to push after several uses. The following information was provided by the initial reporter, translated from dutch: "description of incident: we use it with water. Is for my grandfather who can't drink. So we do it via syringe. "After few uses it runs stiff"... Was there an alleged injury or harm to the user or patient (please provide detailed information): no".